Event description:
It was reported that intraoperatively, while performing total thyroidectomy nim vital would make noise intermittently when the ligas ure device was being used. This did not happen every time. Muting clamp was used. Nim was plugged in a portable outlet with other devices, moving forward they will plug into a dedicated outlet on the wall. The procedure was completed with reported products. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H4: manufacturing date for product ID: nim4cbp1 is 2022-09-16. Additional code img g02005 is applicable for product ID: nim4cbp1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis verified 'error code message.' Unit presented with sw:(v1.6.4) and a broken eic pcba mute probe jack. The error code me ssage is due to a defective pi(B)(6). Analysis for product ID nim4cpb1 serial number: (B)(6). Unit presented with sw:(v1.6.4), fully charged batteries, a chipped lid, a cracked outer shroud , a loose ribbon cable, and a defective afe pcba with multiple broken electrode pins. H6: previously submitted codes fdm b17, fdr c20 and fdc d16 are no longer applicable. Fdc d20 is applicable for nim4cm01 additional code img g0403401, g04070 and g02004 is applicable for nim4cpb1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information reported that device showed "out of measurement range-calibration" error.